Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the pump experienced low pump flow issues and failed to flow over 0.8 liters per minute. The motor current was reported to be flat and the impella position was confirmed to be good. The complaint requested replacement due to failure and a new pump was inserted without issue. There was no patient harm reported.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The impella pump was returned for investigation. A review of the provided data logs confirmed that the pump flow was approximately 0.8 lpm. Evaluation of the returned pump found biomaterial around the impeller. The pump was run in the lab, and low flows were reproduced. Upon removal of the biomaterial, the low flows resolved. The root cause of the low flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.